Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system/memory pcb assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further examined the removed system/memory pcb assembly and determined that the cause of the reported issue was the memory pcb portion of the assembly. Further component level cause could not be determined. The system pcb portion of the assembly was an ancillary part and there was no failure of the part.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed the word service across the display. This is indicative of a potential device lock-up.